Event description:
As reported to coloplast though not verified, patient experienced a malpositioned vaginal tape/sling and erosion. A revision/removal was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.